Event description:
It was reported that the ipg had migrated, and the patient was having difficulty charging. The patient underwent a revision procedure wherein the pocket was revised and the ipg remains implanted. The patent was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 weeks ago from the appointment date (B)(6) 2023.